Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
A surgeon revised a bilateral mako mck medial uni knee patient, originally done (B)(6) 2014 on left knee, to bilateral triathlon cementless total knee due to an acrylic allergy and disease progression. Surgeon used competitor cement in primary procedure on (B)(6) 2014.

Manufacturer narrative:
An event regarding revision due to patient factors (acrylic allergy and disease progression) involving a mako insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as medical confirmation of presence of acrylic allergy & confirmation of the date of the x-rays are needed for completion of the assesment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to an acrylic allergy and disease progression. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. No further investigation for this event is possible at this time. Further information such as return of the device, medical confirmation of presence of acrylic allergy & confirmation of the date of the x-rays are needed to investigate this event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
A surgeon revised a bilateral mako mck medial uni knee patient, originally done (B)(6) 2014 on left knee, to bilateral triathlon cementless total knee due to an acrylic allergy and disease progression. Surgeon used competitor cement in primary procedure on (B)(6) 2014.